Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -11.0/2.0/110 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault was observed. Lens remains implanted. Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Pt info: unk. Lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
"The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.0/+2.0/110 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged for the same model/shorter length lens and the problem was resolved. The status of the eye was reported as "all fine" and "patient is happy". The cause of the event is unknown." H6- health effect- impact code: 2199 should be removed. Claim# (B)(4).